Manufacturer narrative:
The customer returned the test strips. A specific root cause could not be identified for this event. Additional information was requested for investigation but was not provided. The returned test strips were tested with controls using a retention inform ii meter. Control ranges: level 1 30-60 mg/dl, level 2 261-353 mg/dl. Results: level 1 ¿ 42, 42, 42 mg/dl. Level 2 ¿ 290, 288, 287 mg/dl. All results were within the acceptable range. No information was provided in the complaint that would point to a cause for the discrepant results.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer questioned multiple glucose results from multiple patients tested on accu-chek inform ii meters with test strip lot 474494 compared to a siemens analyzer. The results on the inform ii meters with test strip lot 474494 are lower than the results from the siemens analyzer. The customer provided data for 16 comparisons performed between late (B)(6) 2016. The results are from different meters compared against the siemens analyzer. The results from the meters agree but are consistently lower than the analyzer. As (B)(6) 2016 progressed, the customer noticed a negative bias when using strip lot 474494. The customer is also noticing this with quality control results. Based on the data provided, the results from 2 patient comparisons are erroneous. The results were provided to the biochemist. It is not known if the results were being used to make therapy decisions or if the results were only being used to compare the meters to laboratory performance. This information has been requested. The customer does not have the time the samples were collected or analyzed. The inform ii meter serial numbers in use were requested but not provided. The customer collects a tube in the morning. Later that day they run a glucose test on the meter and then spin the same tube and run in the laboratory. The customer checks the inform ii meters against the siemens analyzer monthly. Patient sample 1 glucose results from 6 different inform ii meters were 4.9 mmol/l, 5.1 mmol/l, 5.0 mmol/l, 4.9 mmol/l. 5.1 mmol/l and 4.5 mmol/l. The result from the siemens analyzer was 6.1 mmol/l. Patient sample 2 glucose results from 6 different inform ii meters were 7.0 mmol/l, 7.3 mmol/l, 6.9 mmol/l, 6.8 mmol/l, 6.9 mmol/l and 7.1 mmol/l. The result from the siemens analyzer was 9.0 mmol/l. No adverse event occurred. The test strips were requested for investigation.